Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 978b128, lot#: va2c08a, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the medtronic rep reported the patient had their interstim system replaced due to not getting any symptom relief and had "several impedances and the battery was dying". No further event details were requested as the rep reported they had already reported this event. Interstim system was replaced on (B)(6) 2022. The primary reason for the call was because the rep requested patient services contact the patient to check in following their recent implant as rep does not speak spanish. Rep wanted to make sure the patient is getting desired therapeutic effect and help the patient increase amplitude if necessary and review smart programmer use. Ps made outbound call to patient using language line services and voicemail was encountered. A voicemail was left for the patient providing them with patient services contact info. No further complications were reported at this time.